Event description:
The CT (computed tomography number to density table must have an entry defining a density of zero for a CT value of zero. However, it is possible for a user to create the table without a (0,0) point. Without the (0,0) point, the dose calculated by pinnacle is correct but the reported source to surface distance is incorrect. The source to surface distance is utilized by the user in performing hand computations. A scenario can be imagined where the source to surface distance result is used and causes misadministration that may result in an adverse consequence to the pt. However, this scenario would require a failure of the user to perform any one of four clinical standards of practice (hand calculation check, simulation, pt setup check, and port films). Therefore, adac considers the actual occurrence of pt injury due to this anomaly to be extremely remote.